Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation with an unspecified smooth saline breast prosthesis and experienced a deflation on the left side. It was also reported that the patient had bilateral capsular contracture (baker grade 3 on the left and baker grade unknown on the right) post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right-side device. Please refer to manufacture report number 1645337-2022-06789 for the capsular contracture and deflation on the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On august 10, 2022, mentor became aware of additional information regarding the device information. The device was determined to be a 350cc mentor smooth round moderate profile saline breast prosthesis. The catalog number has been updated to 3501655. The lot number has been updated to 6936559. The serial number has been updated to (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).